Manufacturer narrative:
The impella cp has not been return by the customer and therefore, investigation of device was not possible. Should any new information be returned, a supplemental MDR will be filed.

Event description:
The complainant reported a (B)(6) female patient had impella cp pump inserted in the left femoral for acute myocardial infarction and cardiogenic shock (ami/cgs). It was reported that bleeding was observed from both inguinal regions of the body during ecpella support. Bleeding was noted from both impella and ECMO access site. Two stitches were added and blood products were administered, amount was not provided.